Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer's blood glucose level was as high as 483mg/dl. The customer believed the device was not delivering insulin. The customer declined to troubleshoot at this time. The customer states they would be contacting their healthcare provider.